Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (lot cs0093, 500 mcg/ml at 100 mcg/day) from an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2016 the pocket was revised. It was noted that the pump moved in the pocket after a fall and the patient reported it was uncomfortable. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.